Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impacted the event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history of vtach and other related comorbidities. Vtach is usually caused by a diseased heart, cardiomyopathy and rarely certain medications, excessive caffeine or alcohol consumption, and intense exercise. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient got up to answer the door and both power sources were disconnected. The patient's daughter was the person at the door and when she looked in the window, she saw him on the floor. She kicked the door in and immediately saw both power sources were disconnected. She immediately connected the power. She then called the vad team and explained the situation. The patient's daughter claimed that there was no audible no power alarm when she was connecting the batteries (being reported for malfunction on separate complaint). The patient was unconscious when the patient's daughter attached power. They immediately called to have him brought to the (B)(6) hospital to have him admitted. Upon arrival to (B)(6) on (B)(6) 2016 they evaluated the controller. The pump was running at the expected parameters. The patient was in v-tach, however has had a history of v-tach and per coordinator was not caused by power disconnect. They checked the power connections and power sources and they all checked out normal. Log files were sent. The following monday ((B)(6) 2016) they decided to do a controller exchange. Old controller ((B)(4)) was changed to new controller ((B)(4)). Controller number ((B)(4)) was tested and the no-power alarm was in working order. The team opted to go ahead and take the controller out of service as a caution. This is to capture sustained ventricular tachycardia which occurred with the previous medical history of the same condition.